Event description:
A falsely elevated troponin I result was obtained on patient sample. The result was reported to the physician. The sample was repeated and a negative result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was inadequate washing by the hm wash pump due to user error caused by the lack of monthly maintenance by the customer. The customer performed maintenance. The instrument is performing within specifications. No further evaluation of the device is required.